Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing high blood glucose level 400 mg/dl. Customer alleged that insulin pump was under delivering. Customer was using insulin pump within 48 hours of reported event. Customer's blood glucose level was 178 mg/dl at the time of reported event. Insulin pump was not on auto mode. Customer declined troubleshooting for high blood glucose level. Device will be returned for analysis.